Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device it was unable to duplicate 'primary audible alarm post' at power up. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the smiths medical cadd tubing came apart ona patient at the little round air eliminating filter sometime during the night, the pump was administering his medication into his bed and nobody noticed. Nurse v. Had to change the tubing and reprime and do a new sc site as he had also pulled it out. Nurse states that she was not aware that the tubing was not one-piece. The tubing looks like you can easily take it apart at the filter. Patient had requested roughly 60 bolus in the night and received 15 which most likely all went into his bed as the bed was wet and tubing apart. No adverse patient effects were reported.